Manufacturer narrative:
During inspection and testing, the image was not displayed due to corrosion on the plug unit. The reported issues were confirmed. The device leaked due to a cut on the insertion pipe and the connecting tube was dented. In addition, angulation in the up direction was insufficient due to wear of the angle wire and the adhesive on the bending section cover was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was leaking near the distal end of the subject device and the tube looked to be crushed/damaged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image was not displayed. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although a definitive root cause of the defect could not be identified, it was determined that leakage due to a cut at the insertion tube likely led to corrosion at the plug unit, which resulted in the image not being displayed. Also the dented insertion tube caused stress resulting in damage to the charged coupled device, which likely contributed to the loss of image. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.